Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging an issue with black marks on the display of her onetouch ultralink meter. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2013 at 5pm. The patient manages her diabetes with insulin pump therapy. It is not known if the patient made changes to her usual management routine. About 7 hours later, the patient claimed she felt symptoms of dizziness and diaphoretic. The patient took food and/ or drank a beverage as treatment. The patient reportedly obtained a blood glucose result of ¿43 mg/dl¿ with another device. There was no indication of misuse. The alleged issue was not resolved at the time of troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient claimed she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.